Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The failure to advance and difficulty removing was not confirmed as it was based in case circumstances. The stent damage was confirmed. The reported difficulties appear to be due to operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, with hard plaque, 90% stenosed proximal left renal artery. A 4.0 x 15 mm rx hercukink elite stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion met resistance with the hard plaque in the lesion and the stent struts were damaged. The sds and the unspecified guiding catheter were being retracted together as one unit. They met resistance with the plaque in the distal femoral artery and could not move forward or back. The physician cut the sds and the patient was taken to surgery to have a cut down procedure to remove the remaining part of the sds from the anatomy. No additional information was provided.